Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastrectomy, during the resection of the last portion of the stomach, the reload was locked from the start and could not be fired. Another reload and the same handle were used to complete the case. There was no patient injury.